Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised. A note on the revision usage sheet states "patient unstable." As reported by rep: "patient dislocated. Cup, screw, liner and head were all taken out." Update 29/september/2020 : spoke to rep. The surgeon originally said the patient's hip was unstable due to recurrent dislocations. The patient dislocated once more and the surgeon decided to revise the shell and screw as well as the head and liner. Shell was revised to change its position, though the surgeon did not report the shell was mal-positioned.